Event description:
Reporter alleged blood glucose results of 61 mg/dl, 140 mg/dl, and 54 mg/dl on the compact system when tests were performed back-to-back. Reporter stated customer had symptoms of low blood glucose and self-treated with raisins and crackers, after which she felt better. No serious adverse event was reported in connection with the alleged malfunction. The suspect product is unavailable for return; replacement product was sent.